Event description:
During a left total knee procedure in the operating room, a posterior stabilizer collet from a genesis ii system shattered into three pieces. Two pieces were retrieved. X-ray was called, which showed the third piece was in the bone. Several attempts with a flex light and graspers were made to retrieve the instrument, but were unsuccessful. The care providers felt it would cause more damage to continue to try and retrieve it than to leave it in place. They felt the location of the broken instrument would not cause the pt any harm.